Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc) and while introducing the dilator, the hemostatic valve was observed to be leaking. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.